Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The cause of the low bg was unknown. The customer consumed carbohydrates and abstained from physical activity to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.